Manufacturer narrative:
The reported event of variable r-wave amplitudes, ¿variability in sensing and values¿ and ¿the lead may be compromise¿ were not confirmed. A complete lead was returned in one piece. The helix was retracted and clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During implantation, the right ventricular (rv) lead exhibited variable r-wave amplitudes, raising concern for compromised lead performance. Multiple repositioning attempts were made but adequate sensing could not be achieved. The rv lead was removed and replaced. The patient was in stable condition throughout.